Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry was unable to be opened. There was no patient involved.

Manufacturer narrative:
(,H6) : manufacturing representative went to the site to test the system. The rotor needed rehoming, performing this process resolved the issue. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic, submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.